Event description:
A surgeon reported three pts who presented with inflammation and descemet's membrane folds at 3 to 5 days following intraocular lens (iol) implant surgery. One unidentified pt consulted another clinic and low virulent bacilli was detected. All three pts had the same type of iol implanted. Additional information was requested; however, the surgeon was unable to provide additional information. There are three medical device reports associated with this event. This report is for pt 1 of 3.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made; however, the surgeon was unable to provide further information. (B)(4).